Manufacturer narrative:
Correction/removal report number= 3002809144-10/31/19-010-r. A product recall letter will be issued to those who have received the bulk solution level sensor (ln 04s68-03). The letter instructs the customers to discard of the part and if it has been installed on the alinity system, to replace with a level sensor 04s68-02 before producing further tests.

Event description:
The customer reported that they had received the bulk solution level sensor, ln 04s68-03 and therefore replaced the 04s68-02 level sensors. When running the alinity analyzer, the quality control (qc) passed but error 3630 -c409 ict refill check error was generated. When the ict tubing from the straw to the cup was inspected, large bubbles were noted. The same level sensor was placed on another analyzer and the bubbles were seen there too. The customer placed another new 04s68-03 level sensor on a different analyzer and no bubbles were seen so the customer ran patient samples. When running patient samples, error codes 3687 and 3689 no aspiration detected for alk or acid were generated and caused the analyzer to stop. The customer resolved the issue by replacing the 04s68 -03 with the 04s68-02 level sensors. There was no reported impact to patient management.